Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had an issue with the numbers ramping and the scroll bar was moving up or down with no input from the user. Customer's blood glucose was 8.4 mmol/l. Customer stated that the issue happened during normal use. A replacement pump will be sent to the customer. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window. No unexpected numbers ramping or scroll bar moving during testing noted.